Event description:
Implant placed 5/16/97. It failed due to infection around implant and was removed 2/10/98. One person affected.

Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains that infection is the probable cause of failure. The pt's smoking is likely a contrubuting factor, as smoking is a known contraindication for dental implants.